Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, excessive no delivery test, occlusion test and unexpected restart error test. Insulin pump was tested with no unexpected restart alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of over 400 mg/dl and insulin pump received unexpected restart alarm. Customer¿s blood glucose is 501 mg/dl at the time of call. Troubleshooting was done for alarm and customer report that the insulin pump alarmed again. Customer declined to troubleshoot for high blood glucose. The drive support cap appears normal. The customer was also advised they may continue to wear pump until replacement arrives the insulin pump will be returned for analysis